Manufacturer narrative:
This file was found to be a duplicate of manufacturing report 2028159-2015-05175. (B)(4).

Event description:
A surgeon reported that the infusion disabled at the end of cataract surgery. The case was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.